Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed a monitoring voltage between 2.58 and 2.67 volts during (B)(6). Technical service (ts) discussed getting a memory dump within 30 days to check the middle of life 2 (mol2) timestamp. At this time it is unknown if follow up visits should be 30 or 90 days. No adverse patient effects were reported. Subsequently, this device was explanted due to normal battery depletion and returned for analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.